Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hypoglycemia. Customer's blood glucose level was unknown at the time of incident. Customer was treated with glucose and food and glucagon. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.